Manufacturer narrative:
Additional information: the lesion was pre-dilated with a 2.5x12mm nc euphora balloon with no issues noted. The euphora device was not moved or repositioned while inflated. Following the burst, a 3.5x18mm onyx frontier stent was delivered with no issues. A semi compliant (sc) medtronic balloon was also used in the procedure with no issues noted. Correction: initial reporter name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The device returned with the balloon in a post inflated state. A longitudinal balloon burst was observed on the balloon material along the working length from the proximal cone/balloon bond. The balloon could not be pressurized due to the balloon burst. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora rx coronary balloon, the balloon burst during balloon inflation in the mid left anterior descending (lad) artery. The lesion exhibited moderate tortuosity, severe calcification and 80% stenosis. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated with a 2.5x12mm nc balloon. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. On the first inflation, the balloon burst at 10atm. Following the burst, a 3.5x18mm stent was delivered. No patient complications have been reported as a result of this event.